Manufacturer narrative:
Additional information: the overall device was visually inspected for any gross defects and/or abnormalities. A slight bend/kink in the balloon shaft at the proximal end of the delivery system was observed. No other abnormalities were identified. After visual inspection of the returned device, the strain relief was moved off the y-connector to inspect the balloon shaft to y-connector bond as a slight bend/kink was noted at the proximal end. Upon removal of the y-connector strain relief, a break in the balloon shaft was observed. No functional testing could not be performed due to the condition of the balloon. The complaint was confirmed based on balloon shaft separation noted during visual inspection. Both valve alignment and full fine adjustment functionalities (without a valve) were able to be performed on the returned device without any noted abnormalities. For dimensional analysis, the balloon shaft outer diameter (od) distal to the y-connector bond met the specification. During manufacturing, all balloon catheters undergo multiple 100% inspections the complaint for delivery system leakage was confirmed. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the break in the balloon shaft just distal to the y-connector. Since the root cause is undetermined, a corrective action investigation has been opened to continue investigation and implement any needed corrective actions. The complaint for valve alignment difficulty could not be confirmed. As detailed in the valve alignment procedure training materials, valve diving and/or compression of the flex catheter may occur during valve alignment. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Alternatively, compression may be observed in the distal portion of the flex catheter during valve alignment due to non-ideal valve interaction/alignment with the flex tip. As reported in the complaint description, a ¿pinch¿ was observed and the delivery system appeared to have ¿curled¿ and then straightened out during the procedure. While a definitive root cause was unable to be determined, available information supports that patient (potential of a tortuous anatomy) and/or procedural factors (valve alignment techniques and/or performing valve alignment in a potentially tortuous portion of the anatomy) may have contributed to the reported complaint. No manufacturing non-conformances or IFU/training inadequacies were identified. Available information suggests that procedural factors may have contributed to the event. Review of complaint history for (B)(4) 2016 revealed that the occurrence rates did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The esheath and atrion syringe were returned to edwards lifesciences for evaluation. Preliminary visual evaluation did not reveal any liner tears on the sheath. The I/c bond was observed to intact, a kink was observed on the strain relief at the y-connector, and a complete break on the balloon shaft was observed under the strain relief. Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, the physician had difficulty with valve alignment and during inflation the delivery system balloon leaked. During the valve alignment phase, a "pinch" was observed between the sheath and the delivery system. The distal end of the delivery system was reported to have "curled" but then straighten out. Once the commander delivery system balloon reached 15-20% inflation, the delivery system leaked and the balloon was not able to completely inflate. The delivery system was removed without the need for surgical intervention, while the sapien 3 valve remained sitting in the annulus. A true balloon catheter was then inserted and the sapien 3 valve was able to be deployed in a 90:10 aortic position, resulting in no paravalvular leak and no central ai. The patient left the room in stable condition.